Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and the pump supplies were changed. Blood glucose level was not provided. As the supplies had been changed, a cause of the occlusion could not be determined.